Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detected end cap, motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify prime anomaly due to motor error alarm. The drive support was inspected and no anomaly was noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that insulin was squirting out of the tubing during prime. It was stated there was not a gap between the piston and reservoir stopper. Insulin continued to drip after letting go of the act button. Customer was disconnected during prime. It was reported that the drive support cap is protruded. Blood glucose value was 153 mg/dl. Nothing further reported.